Manufacturer narrative:
The cobas 8000 ise 1800 module serial number is (B)(6). A field service engineer (fse) discovered a possible flow path abnormality and a degraded potassium electrode. The fse completed ion-selective electrode (ise) checks 40 times with no abnormalities. He removed the electrodes and cleaned out the bath cavity and found some dried salt residue on the acrylic block by the reference electrode. They reinstalled the electrodes with a new potassium electrode and replaced the pinch valve tube. Calibration, qc, and a 21-cup precision test were all completed and passed. The investigation is ongoing.

Event description:
There was an allegation of questionable potassium electrode results from the cobas 8000 ise 1800 module. Patient 1's initial result was 6.1 mmol/l, and the repeat result was 4.4 mmol/l. Patient 2's initial result was 5.5 mmol/l, and the repeat result was 3.8 mmol/l. The repeat results were from another analyzer and deemed to be correct. The initial results were questioned because of an alarm code during the run.

Manufacturer narrative:
The investigation determined that the service action resolved the issue.